Event description:
Patient had the wrong intra-ocular lens inplanted. The patient needed diopter 13, but received size 13. The labeling was correct, but the staff misread it. (User error). Physician felt that the labeling is confusing. Didn't feel size needs to be listed on package returned to or for replacement.